Event description:
It was reported that this patient presented to the emergency department with loss of consciousness and asystole. Upon review, loss of capture (loc) was noted on this right ventricular (rv) lead. It was also noted that impedance measurements exhibited a gradual increase over the last year. A chest x ray was performed and a lead fracture was confirmed. The patient underwent a revision procedure and this lead was capped and surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.